Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly. No pump error 53 alarm noted during testing or listed in device history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hard ware low level failure alarm. The customer¿s blood glucose level was 300 mg/dl. Customer reported that the insulin pump received a low reservoir alert she just received a insulin flow blocked alarm. Customer performed self test. Insulin pump will be returned for analysis.